Event description:
Complainant alleged that during incoming inspection the device displayed a "defib fault 79" message. Complainant indicated that there was no patient involvemen in the reported malfunction.